Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 2.6, lab: 2.0. Meter and lab testing was done within one hour. Patient self tester wanted to know what the allowable difference is when correlating with the meter vs. Lab.